Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was placed in capsular bag and observed a crack at the edge of the edge of the lens. The lens was not explanted. There was no effect with the visual axis or on the patient. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo provided shows an implanted iol. There appears to be a scratch/mark/line near the edge of the optic. Based on our observation of the photo, a scratch/mark is visible near the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).